Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The device was used for 3 passes. After cleaning, material was observed coming out of the side wall of the nosecone. Device was bagged and another device was used to complete the procedure. A spiderfx was used and no embolization was reported. Evaluation of the returned device on (B)(6), 2015 found the distal assembly was inspected and found a tear to the tecothane coating which ran parallel to the stainless steel coil. The tear was approximately 1.5cm distal the cutter window on the opposite side of the guidewire tubing. At the tear it appeared tecothane material was flapped over the hole with traces of red biological matter.